Manufacturer narrative:
The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 3.4 inspection of accessories: should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Conclusion: the cause of the event cannot be conclusively specified. We presumed the following possible causes based on investigation results: a) the cover became broken as user¿s attachment steps of the cover deviated from IFU. The broken cover was used for the procedure and resulted in the cap dislodging inside the patient/ b) the cover became fragile as a result of being crushed or the like, before being attached to the device. Then, the cover got broken due to stress as a result of being attached to the device or twisted/pushed/pulled in the patient body, resulted in the cap dislodging inside the patient.

Event description:
The indication for the ercp was: choledocholithiasis, duodenal diverticuli, common bile duct (cbd) stone on the endoscopic ultrasound (eus).the ercp was difficult due to unsuccessful cannulation of the duodenum because of abnormal anatomy. The anatomy was altered with the papilla on the floor of the diverticulum. Two different sphincterotomes were done and balloon catheter. The patient had two unsuccessful ercp¿s before a third successful one. It is unknown if the distal cap has been passed yet, the physician stated it will pass in her stool. The patient has not experienced any adverse effects due to the retained distal cap. The patient's current condition is described as "appears to be doing well."

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the customer did not return their distal cap for testing; therefore, olympus used their own single use distal covers. The single use distal covers used by mq are a part of lot h0520. The maj-2315 single-use distal cover (lot h0520) was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover; as is stated in the quick reference guide. Due to the nature of the complaint, mq aggressively pulled and attempted to twist the single use distal cover off of the distal end without damaging the video scope; however, the single use distal cover remained securely attached to the distal end. This test was performed by two different technicians with the same outcome. A visual inspection on the distal end revealed a dent on the hook at the distal ring section. The bending section cover was already removed by estimation prior to the video scope being sent to mq. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue.

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the distal cap fell off the scope when it was being removed from the patient. It was not removed from the patient. The procedure was reported to be "difficult ercp" with several device exchanges, flushings, and lots of scope maneuvering and angulation. Both the tech and physician inspected the application of the distal cap to ensure secure placement prior to inserting into the patient. The physician informed the patient of the missing cap after the case and told the patient it would likely pass in the patient¿s stool without issue. No additional consequences to the patient have been reported as a result of this occurrence.